Manufacturer narrative:
(B)(4). Analysis of the product is ongoing. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the device was performed. Visual observation noted that both of the df seal plugs and set screws were missing, cut marks were noted in the medical adhesive below each of the df seal plug holes, the middle of the device case felt dented in the area of the device labeling. The device was noted to have no pacing output, no telemetry function a memory download could not be performed. The device case was removed and battery voltage was measured at 0.381 volts, which, was noted to be too low to support telemetry, shocking and pacing functions. Application of external power noted an excessively high current drain that was isolated to an internal circuit. Further analysis concluded that the high current drain was a result of electrical overstress.